Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The component had evidence of physical damage. The device was not in patient use. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.